Manufacturer narrative:
The technician found the treatment foot surface control module (tfscm) cable was severed which possibly damaged the power control module. The technician replaced the tfscm cable and power control module to repair the bed.

Event description:
The account alleged the bed is broken. There is no power to the siderail functions. No motor or blower motor functions and the bed is stuck in the down position.